Event description:
It was reported that the programmer generated an error code during a device interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer powers up and interrogates with no errors, however, a system error was found in the programmer error log.